Event description:
It was reported that during an attempted implant, the guidewire was unable to enter and reach the end of the leads, therefore the physician was unable to bend the end of the leads to the desired degree. In addition, the physician expressed difficulty operating the leads. The leads were eventually implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)